Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the up arrow is scrolling on the year. It was reported that the keypad is not peeling and the pump does not get wet.